Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that the high blood glucose was caused by snacks and candy. The customer's blood glucose was 418 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.